Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was on the leg on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the leg. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4)

Event description:
A sensor applicator (lot number 5200941) was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined; however, it is unknown if the returned device is the complaint device.